Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported ongoing occlusion alarms occurred. Subsequently, the customer experienced an elevated blood glucose (bg) level displayed as "high". A specific bg value was not provided. The customer administered a correction injection to address the elevated bg. The customer performed a supply change to address the issue.